Event description:
A wheel came off of the device and the end user fell, fracturing her femur.

Manufacturer narrative:
It was reported that the end user crossed the threshold of the entry to a medical office building and the front wheel of the device came off. She fell and fractured her femur. It was surgically repaired and she was discharged home after receiving rehab. The sample was returned and evaluated. Dust, dirt, scratches and scuffs were prevalent throughout the device. The tires were extremely worn. The brakes were functional. The threads on the frame insert were rounded but allowed the wheel assembly to be securely inserted. She owned the device for five years and the son stated that no maintenance had been performed on the device during that time.